Event description:
It was reported the atrial lead was sensing ventricular activity. The suspected cause was a dislodgement of the atrial lead. No changes or interventions were reported. The patient was in stable condition.